Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu0691 showed two other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the hub broke off of the provena PICC. No patient injury was reported. No other information was provided.